Event description:
Caller reported a cgm error, specifically error 42. Blood glucose level was not adversely impacted during the event. Caller successfully followed instructions from technical support to reset pump, which resolved the error and allowed them to start their sensor session.